Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels ranging from 200-300 mg/dl. To address bg level, the customer delivered a correction bolus with the pump, and manual injections. The customer declined to perform troubleshooting with tandem technical support. Recommendation was made to consult with health care provider regarding possible factors that may be affecting bg levels. It was confirmed that the customer will use manual injections until the replacement pump arrives.